Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309695. Batch#: unknown. It was reported that the bd syringe control 10ml ll plunger rod bends easily. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. 309695. C-241-27. The plungers folded. Was used on a patient happened on (B)(6). Additional information provided: 1. Please provide the date of event. 12/3/2024. 2. Please provide the batch# or lot# number? Package not available but product sent back to bd. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm but physician did receive a needle stick.

Manufacturer narrative:
One sample was provided to our quality team for investigation. Through visual inspection, it was observed that sample has severe damage to the plunger/ bent, which affect form, integrity, and functionality. The condition observed is non-conforming per product specification. The potential root cause for the damaged plunger defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.